Event description:
It was reported that the user attempted to pair a freestyle libre 3+ sensor with the ilet bionic pancreas app for pump integration, but the app indicated the sensor was already in use by another device after the user had first activated it in the libre app. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts, no alarms, and no need for medical care. User support included customer support troubleshooting and education on correct setup workflow. Investigation of this case revealed that the sensor had been previously paired to a different application, preventing pairing with the ilet app, and that a new sensor must be scanned first in the ilet app for compatibility. It was concluded, based on previously established findings for similar reports, that user setup sequence caused the pairing conflict.